Event description:
This case is being reported as a malfunction. Pt obtained an error 4 message on the meter in 2004. When pt powered the meter on it prompted the error 4 message. After attempting to use the meter, pt ate food and/or drank a beverage. Pt then went to urgent care to get tested. Pt was tested on another device; however, blood glucose reading was not provided. Pt was not treated. The technique of applying blood was done accurately and test strips are in good condition. Customer service had pt clean the meter and retest and meter still showed the error 4 message. Customer service sent pt a new meter.